Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the clamp was stuck, it was unable to make the opening movement and closing properly and it is not possible to continue using it. No further information available.